Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the procedure the surgeon tried to mold the plate to withdraw the natural curvature of the plate and the plate broke in the first hole of the plate. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
(B)(4). Review of the device history record (DHR) showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. This complaint was determined to be invalid based on DHR review only. No parts were returned for dimensional investigation. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Manufacturing evaluation: as manufactured, the volar distal radius plate has the head bent up in a 25 degree angle. As received the plate has been bent down at approximately a 26 degree angle. The area of the new bend is concentrated in the first combi-hole slot below the head. A crack can be seen through the material on the right side of the combi-hole slot that extends through approximately 3/4 of the material thickness. Many marks, indentations and scraping can be seen in and around the area of the new bend as well as in the head regions. The threads of the affected combi-hole slot also have been damaged, while none of the other threads on the plate show any indication of disturbance to the anodized coating. The material was tested and meets specification. All features pertinent to the complaint that could be accurately measured were all within specification. Two of the features pertinent to the complaint could not be accurately measured due to the damage caused by the bending process post manufacturing. An additional evaluation was completed: the measurable dimensions of the lcp plate were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation has shown that the implant is broken in the first lcp hole. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that too much mechanical force or bending on two different directions has led to the breakage. No product fault could be detected.